Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported erratic readings. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external defects. The unit was unable to power on via battery power. During power on testing, the device would power on via ac power and display an error 1 message before continuously restarting. The device was unable to show any readings due to constant restarts right after powering up. The failure was isolated to a faulty u57 chip on the ms board. The customer complaint regarding erratic readings was unconfirmed. As a secondary issue the device was found to have a low battery voltage. A service history record review reveals this unit was in the field for over five (5) years with no previous reported issues related to this reported complaint.